Manufacturer narrative:
The manufacturer is still in the process of testing the device.

Event description:
The user reported that the infusion pump did not alarm occlusion when it was supposed during testing. The tubing within the pump also got hard. The event date was (B)(6) 2017. No patient was involved in this case.

Manufacturer narrative:
The user-reported occlusion alarm issue was not confirmed. Zyno medical performed testing on the device on (B)(6) 2017. No failure was detected, and the device performed within all specifications.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00275).